Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. When the error occurred, there was an issue with the air conditioning which caused the room temperature to be high. The fse noted the high room temperature may have caused the error. The fse replaced the video slice (vsl) due to the error. The system was tested and verified as ready for use. Isi has received the vsl involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the reported failure. However, the error/fault was confirmed via error logs/system logs. The vsl was installed and tested on the test system. The system started up without any error and the image was sharp and clear on all displays. Twenty power cycles were run and all passed. The board remained on the test system for two hours in normal mode and it performed without any issue. When reviewing the remotefe error log, there were 22 occurrences if error 307 logged by the windows manager on the vsl. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure contributed to the procedure being converted to laparoscopic surgery which could lead to an injury due to the patient¿s inability to tolerate a the change in procedure type. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, a non-recoverable fault occurred. Prior to calling intuitive surgical, inc. (Isi) technical support, the site rebooted the system several times with no success. The technical support engineer (tse) reviewed the error logs and found several 307 errors pointing to video blend lane (vbl) 1-4. The tse guided the site to power cycle the system with a hard power cycle of the vision side cart (vsc). The error returned after the system had been powered up for five minutes. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter on 01-jun-2021 and obtained the following additional information: the system was inspected prior to use and no issues were noted during system setup. There were no issues with the port placements. The surgical staff did not observe any outside influences that were impeding movement of the system/universal surgical manipulators (usm). The procedure had been in progress for 10 minutes when the issue occurred. The procedure was completed laparoscopically with no patient harm. The patient did not experience any post-operative complications. The patient demographics could not be provided.